Event description:
The customer initially reported that the device would no longer open. The device was not on tissue at the time this occurred and there was no patient injury. The incident device was returned and a visual inspection revealed that the ski pin on the handle was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow-up report will be submitted.